Event description:
This is a spontaneous report by a nurse from (B)(4) of intestinal infection and bacterial peritonitis with culture positive for e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced an intestinal infection. In 2010, the patient was diagnosed with bacterial peritonitis with culture positive for e. Coli. The cause of the peritonitis was attributed to the intestinal infection. On an unreported date in 2010, the patient was hospitalized. The patient was transferred to hemodialysis on an unreported date and pd therapy was discontinued. It was unknown whether the intestinal infection and peritonitis resolved. The nurse believed that the bacterial peritonitis with culture positive for e. Coli was not related to pd therapy. No causality statement was given for the intestinal infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.